Event description:
It was reported that the user experienced hyperglycemia while using the ilet after performing a usual breakfast announcement followed by a second "more than breakfast" announcement without eating, contrary to recommended use, and later reported blood glucose values reaching 343 mg/dl; the user subsequently verified infusion set patency by observing drops from the tubing, then changed all supplies and later reported return to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia that resolved without medical intervention or hospitalization. Investigation included user interview, use pattern review, and troubleshooting and education regarding meal announcements and pump adaptation, with consideration of a factory reset if transitioning to recommended announcement practices. Investigation of this case revealed use-related error due to dual meal announcements without corresponding intake, with no evidence of device malfunction. It was concluded that the event was related to use error with appropriate device performance and that education on proper meal announcement practices addressed the issue.